Event description:
Spontaneous call -both pumps with high pressure (B)(4) troubleshoot was performed. Checked clamps, kinks and knots, replaced tubing. Filter near heart, and changed out the connector. Patient was sent to hospital. Ae date correct, based on information provided. Did the reported product fault occur while in use with a patient? Yes, did the product issue cause or contribute to patient or clinical injury? No, is the actual device available to be returned for investigation? Yes, reported to (B)(6) by: patient/caregiver.